Event description:
Removal of endosseous dental implant. According to clinician 2 implants were placed in class iii bone immediately post-extraction. The clinician reports the implant in site #29 became infected and was removed 2 months post-operatively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.